Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates the rv lead was explanted and replaced due to high out-of-range shock impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that no lead anomalies were noted on x-ray. No further testing is planned and the clinic plans to continue monitoring the patient. This product remains in service. There were no adverse patient effects.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed remote monitoring alerts. The clinic would like to receive alerts for shock impedance measurements greater than 125 ohms to continue to monitor the patient remotely. This product remains in service. No adverse patient effects were reported.